Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump with an unknown serial number associated with the reported event was not returned for evaluation. The reported event could not be confirmed due to insufficient evidence. Log files covering the reported event date were not available for analysis since the patient ids and pump number are unknown. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the reported event of driveline damage may be attributed to multiple factors including, but not limited, to improper handling or normal wear of the driveline. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/51 years old. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcomes of venopulmonary arterial extracorporeal life support as temporary right ventricular support after left ventricular assist implantation. The journal of thoracic and cardiovascular surgery, 2018. 2018 june 5. Doi:10.1016/j.jtcvs.2018.05.077. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed outcomes of using venopulmonary arterial extracorporeal membrane oxygenation (ECMO) as perioperative short-term support in vad patients requiring biventricular support. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The article notes patient deaths while on vad support, including fifteen deaths from neurological complications, eleven from multiple organ failure, six from sepsis, one from cancer and one from accidental damage to the driveline. The status/location of the vads is unknown.